Manufacturer narrative:
(B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the power supply was not functioning and the power supply was burned. It was also noted that the device failed for status of development, general condition, software revision, single contact, power on test, charger, self check, charging function and refresh. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to excessive wear/strain from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the power supply was not functioning on the universal battery charger device. It was further determined that the charger with its power supply was burned. It was noted on the service order that the device was sent in for routine servicing or unspecified malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Further investigation revealed that the internal safety fuse of the power supply unit blew up, the ubc ii had a short-circuit and white residues could be seen in the charger bays which look like dried in cleaning agent which might have led to the short-circuit. The assignable root cause was documented as excessive wear/strain from normal use and servicing in the initial report. Upon complaint review, it was determined that the assignable root cause was due to improper reprocessing, which is user error/misuse/abuse. If additional should become available, a supplemental medwatch will be submitted accordingly.